Event description:
It was reported that during preparation for an unspecified procedure, it was noted that the device packaging was damaged. The inner package containing the catheter was damaged. The hub of the catheter was sticking through the inner package. There was no patient contact.